Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter serial number (B)(6). The result from the meter was 227 mg/dl and the result on a different inform meter was 181 mg/dl. The result from the meter was 206 mg/dl and the result on a different inform meter was 145 mg/dl. The customer used strip lot 670066 with expiry date (B)(6)2023.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
The returned meter was tested with retention test strips and quality control materials. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 43, 44, 45 mg/dl, level 2: 300, 296, 304 mg/dl. All returned results are within the acceptable range.